Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that an unknown number of intraocular lenses (iol) had been explanted for unknown reasons. Additional information has been requested.